Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the guardians complained about limited auditory benefits from the ci since (B)(6) 2011. A history of a head trauma was denied by guardians and problems of external devices were excluded. The pt was re-implanted on (B)(6) 2013.